Event description:
It was reported that the customer received excessive no delivery alarms even after changing his tubing. The customer's blood glucose level was 318 mg/dl. The customer treated his high blood glucose level with manual injections. The customer was advised to change his infusion set and call back the hotline if the problem continues. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)